Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "needle broke from the sensor and remained in the skin" upon removal of an adc sensor. Customer had contact with the healthcare provider who performed an x-ray; however, the needle was "too small" to be located on an x-ray. Customer further reported that doctor performed a surgical excision of subcutaneous tissue with primary wound closure. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the "needle broke from the sensor and remained in the skin" upon removal of an adc sensor. Customer had contact with the healthcare provider who performed an x-ray; however, the needle was "too small" to be located on an x-ray. Customer further reported that doctor performed a surgical excision of subcutaneous tissue with primary wound closure. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Shelf life studies and clinical studies were performed during product development and on market performance continues to be monitored via clinical trials as a part of on market performance monitoring process. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.